Event description:
The manufacturer received information alleging a ventilator alarmed for a ventilator inoperative alarm condition when attempting to restart the device when transporting to a daycare facility. There was no harm or injury reported. The patient is able to be without ventilator usage for approximately 4 hours and had only been off the ventilator for an hour. The device was not in use when the alarm occurred. The device was returned to the manufacturer for evaluation. A ventilator inoperative alarm was observed in the device's downloaded event log. The issue was unable to be duplicated. The system board was replaced preventatively. The device was cleaned and tested and passed all final testing.